Manufacturer narrative:
H.6. Investigation summary: one photo and four 10ml syringes in opened blister packs (p/n 300912) were receive and evaluated. Two of the blister packs were from batch 9135561 and two were from batch 9116636. It appeared the "moisture" on the stopper and tip of the barrel was silicone and was observed to be the normal and expected amount per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that moisture was seen in the bd syringe luer-lok¿ tip before use. Lot #'s 9135561 and 9116636 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: there was moisture found in the syringe. A drop can be seen just below the hole of the syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9135561. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-15. Medical device lot #: 9116636. Medical device expiration date: 2024-04-30. Device manufacture date:2019-04-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that moisture was seen in the bd syringe luer-lok¿ tip before use. Lot #'s 9135561 and 9116636 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: there was moisture found in the syringe. A drop can be seen just below the hole of the syringe.